Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the customer reported a leak in the seal between arterial sheath and balloon pump. There was no reported injury to the patient.